Manufacturer narrative:
This case was reviewed and investigated according to the manufacture¿s policy. Blocks a2-a6: no patient involvement. Blocks b6 & b7: no patient involvement. Block c: not applicable. Block d4: expiration date is not applicable. Blocks d6, d7 & d10: not applicable; no patient involvement. Blocks e1 & g2: country is netherlands. Block e3: ups healthcare is the designated facility for receiving and reconditioning systems before they are sent to new customers. Block h3: the intrasight mobile touchscreen monitor was returned to the philips warehouse, where it was noted that a crack with sharp edges was present. No further device evaluation was performed by the philips manufacture site. Block h6: based on the complaint details, the damage to the touchscreen monitor occurred during transport. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an intrasight mobile system touchscreen monitor was cracked with sharp edges. This occurred during shipment to the philips warehouse. There was no patient present and no user injury reported. This product problem is being reported in an abundance of caution because the touchscreen monitor has sharp edges that can result in a potential for harm.